Event description:
It was reported that during an unk procedure, the clips in the device did not stay put on the vessel, unsure when the vessels were bleeding. Another device was used to complete the procedure. There were no adverse consequences for the pt. Facility is unwilling to provide any other info. The device was discarded.

Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for evaluation. Evaluation summary: the device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this info, the mfg related records were reviewed and we were unable to confirm the complaint nor determine a mfg or design related cause for the reported event.